Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was returned with the end cap/screw gear snap fit connected and the capsule partially open. Visual analysis showed the handle, tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. During functional testing the deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician. Tab 4 had a stress mark at the point where the tab protrudes from the deployment knob and tab 3 appeared to be hinging inwards. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned to medtronic for analysis: no issues were noted with the trigger, no tension in the system was noted and the handle was intact. However, the handle may have been reconnected prior to return for analysis. Damage was observed on the snap fit tabs of the actuator. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (B)(6) with this delivery catheter system (dcs), the dcs was inspected after removing from the package and no damage was observed. When using the trigger to open the capsule tension was noted in the dcs. The dcs was then flushed with saline and no further issues were noted at that time. The valve was then attempted to be loaded. The paddles and the struts were inside the capsule and the crimping was then performed. The capsule was close to the nosecone when the deployment knob broke apart. White lines were visible on the tabs of the actuator, but they were still in place. The valve was unloaded from the dcs and loaded into another dcs. The valve was successfully implanted. It was noted that the loader was experienced and the dcs was not overdriven at any point in the process. No adverse patient effects were reported.